Event description:
The user facility reported to terumo cardiovascular systems corp that prior to cardiopulmonary bypass, during prime, the oxygenator leaked. There appeared to be a crack on the water ports. No pt involvement as this occurred during prime. Product was changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more info becomes available. (B)(4). Conclusions: conclusion not yet available-evaluation in progress.